Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient developed a seroma at the battery site. The device was removed and the patient has recovered without sequelae. It was noted that the patient was receiving effective pain relief prior to the incident, and they may be re-implanted in the future.